Event description:
It was reported that there was an apparent atrial lead fracture and the lead impedance was greater than 3000 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and all conductors are fractured. It was noted the distal and proximal conductors were fractured, and there was a white substance and cosmetic depression of the outer insulation.